Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel collapsed when inserting the uniport plus. The surgeon converted to an open procedure to retrieve the vein. No additional patient complications were reported.